Event description:
Pt's meter had beening giving inaccurately low readings which resulted in hospitalization. Pt mentioned that in mid february (exact date unk) pt woke up feeling nauseated. Pt tested their blood sugar and thinks that the meter read 180 mg/dl. They took their sliding scale based on that reading. Pt did not eat anything, because they were not feeling well. Two hours later friend took pt to the ER where their sugar read approximately 487 mg/dl. Pt was treated with insulin and kept in the ER for two days. Pt mentioned when they were in the ER, their hba1c reading was 10.1. Diagnosis in the hospital was "high sugar". Control solution did not pass. Pt claims that even with a new vial of control solution, subject test strips fell out of range. Customer service sent pt a new meter and supplies.